Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. In addition, the customer's blood glucose (bg) level was reported to be between 309 and "high" via cgm reading. Cause of elevated bg was unknown. The customer administered a correction bolus to address the high bg. Customer declined troubleshooting with tandem technical support and declined to provide further information.